Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly. No further information is available.